Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the patient has obtained another pump and wants to return the animas pump. The patient was insistence/lost confidence. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. All keys are fully responsive to user press. The display screen has normal contrast. No defect found with returned pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.